Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The customer returned one unit of 528235 visistat 35w 6/box with packaging for investigation. The packaging was returned peeled, and the sample was received outside of the packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. There is cracking near the tip of the device where the staples are ejected. The packaging was also observed to be cracked along the right edges of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. The device history review for the product visistat 35w 6/box lot# 73l2100054 investigation did not show issues related to the complaint. A CAPA has been opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: 01 dec 2022, the package was found broken during inspection. It involved 3 pieces. All devices have a sterility breach. Defects found during the same exact inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: (B)(6)2021 , the package was found broken during inspection. It involved 3 pieces. All devices have a sterility breach. Defects found during the same exact inspection at the same time. The outer box was not damaged.